Event description:
Additional information received from a healthcare provider reported once the hcp were able to access the pocket, a large amount of clear fluid was aspirated from the pocket which was suspicious for spinal fluid and the pump medication. They then carefully opened the pocket and removed the pump from the pocket after releasing the ethibond retaining sutures. They were able to view the catheter and it was noted that the catheter and its attachment to the sutureless pump had punctured. It appeared that when it was either placed or with the pressure of it being improperly connected, there was a tear in the catheter and it was leaking spinal fluid and most likely, the pump infusion fluid as well into the pocket. A picture was taken of the catheter as it was broken and there was noplastic protector sleeve over the edge of the connection either. The pump was then removed. The remaining sutures were then carefully removed as well. The hcp moved to the back, an incision was made over the previous incision site, and they were able to access the plastic anchor in the low back region. The anchor was carefully removed. A purse suture was placed around the deep tissue which the catheter had been placed through and this purse suture was placed, and after the catheter was removed, the purse suture was tightened to prevent any csf leak. The tip was intact in the catheter. The catheter was then completely removed from the body with no residue or residual pieces left. Both pockets were then copiously irrigated with antibiotic solution and the pocket in the lumbar paravertebral region was closed with 2-0 vicryl in the deep fascia and 4-0 vicryll subcutaneous with dermabond on the skin surface. The patient was transferred to the recovery room and discharged with no complications.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown via an implantable pump. On (B)(6) 2011 it was reported that an alarm was heard, telemetry not yet performed. The patient reported being at the office on monday and the pump was shut off pending pump removal in the future. Additional information was received from the consumer on (B)(6) 2021 who reported that in 2011, they had the pump implant, it was taken out because all the stuff is leaking fluids, the implant was not done properly and the catheter was punctured and there was no plastic at the edge.